Event description:
It was reported that during a laparoscopic heller biotomy procedure, the trocar was leaking at the seal cap when the graspers were removed from the trocar. The device was used to complete the case with no patient consequence. The device was used out of a flex tray.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.